Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, which resulted in the device damage. The complaint allegation was confirmed based on the customer's attached picture, where the blue screw is shown to be missing part of its threads at the tip.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that the threads on the left-sided ar-9094-105l telescoping lag screw had sheared off during its insertion into the nail. No additional issues were reported during the procedure this was discovered during a hip fracture procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Event description:
Additional information was received on 06/17/2025: a small thread remained in the patient due to the lag screw shearing off. There was no case delay, the surgery continued as planned, and no additional anesthesia was administered. The case was completed with another ar-9094-105l telescoping lag screw. No adverse effects have been reported on or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.